Event description:
It was reported that in 2008, patient was operated with another ncb df because of a fracture. Two months later, the patient had increased pain and x-rays showed that the screws had loosened and that the plate was too short. They then decided to change to a longer plate. Everything was fine and on the x-rays, two months later, showed no callus formation. After that the patient was permitted to load. The following month, the patient called the hospital because she experienced pain in her leg again. Another x-ray showed a plate breakage. The surgeon then decided to change the plate to a synthes lcp 13 hole to be able to place the screws in new bone.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.